Event description:
It was reported that the patient underwent transcatheter aortic valve replacement within an existing bioprosthetic valve (valve-in-valve procedure). The implant duration of the original device at the time of the procedure was approximately 8 years. It was identified, through review of source documentation provided, that the patient had severe symptomatic aortic valve stenosis. There were no adverse patent effects as a result of the replacement.

Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not explanted from the patient; therefore, the root cause of this event could not be investigated. There is insufficient information to conclusively determine the root cause for the reported stenosis. There have not been any allegations of a malfunction or deficiency related to the subject device. No further actions are possible with the available information.